Event description:
It was reported that balloon rupture, removal difficulty and shaft break occurred. The 60-70% stenosed target lesion was located in a vessel of the arm. A 4.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the second inflation at 18 atmospheres for 25 seconds, the balloon burst inside the patient and could not be withdrawn. The balloon was stuck in the sheath opening and was later withdrawn together with the radial sheath. It was also noted that outside of the patient, the balloon was fractured about a millimeter from the tip. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.